Event description:
The olympus mini probe in question was processed after the previous use without any issues. It passed inspection and was successfully high-level disinfected. The device appears to be compromised during/following the procedure in question. It is no longer passing inspection, appears to be damaged during this procedure resulting in the visible blood. The probe will need to be retired. There is no evidence to support the probe was contaminated prior to this procedure.